Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was unable to be confirmed or duplicated.

Manufacturer narrative:
Vyaire complaint number (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire field service representative (fsr) was able to verify the customer's reported issue. Bench testing revealed a faulty main board. The main board was replaced and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the vela ventilator alarmed transducer fault. The customer confirmed that there was no patient involvement and patient harm associated with the reported event.